Manufacturer narrative:
Company comment: the serious event of blindness transient and the non-serious events of mass at implant site, cutaneous contour deformity and device ineffectiveness were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. Alternative root cause includes unspecified filler treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 25-aug-2025 by a 34-year-old patient of an unknown gender reporting own case. The case was published on a social media. The patient had no known autoimmune issue. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with sculptra on an unknown date which was the first treatment. The patient stated that their appearance looked 10 years younger following the treatment. On an unknown date, before sculptra treatment, the patient received treatment with an unspecified filler to unknown location (unknown amount, lot number, injection technique and needle type). On an unknown date, the patient received second treatment with sculptra to unknown location (unknown amount, lot number, injection technique and needle type). Approximately four months after the treatment, the patient reported that all of the sculptra and filler disappeared (device ineffective) and experienced huge bumps (implant site mass) underneath the eyes, where no sculptra was injected. The patient was also blind in one eye/cloud not see (blindness transient) for a few days and received unspecified steroid shots. The sculptra basically destroyed face (cutaneous contour deformity) and made the patient look 100 years older. The patient stated that it was the worst experience of their life, as they had to leave their job and stay inside the house for 8 months, which was a painful, horrific, and torturous experience. The patient underwent an unspecified procedure every two weeks. However, no outcomes from the procedure were reported. The patient had consulted seven different physicians and all of whom stated that they had never seen anything like it. According to the patient, who did not have an autoimmune issue, the root cause was considered unrelated to this. Additionally, the patient consulted an aesthetic nurse with over 12 years of experience with the sculptra. The nurse agreed with the patient that this was an injector error. On unknown date, the patient underwent facial MRI and result was unknown. In (B)(6) 2025, the patient would be undergoing facial MRI. Outcome at the time of the report: blind in one eye/cloud not see was unknown. Bumps was unknown. Destroyed face was unknown. All of the sculptra and filler disappeared was unknown.